Event description:
When inserting the IV, the tip of the IV went in, but unable to advance further. 2nd IV attempted with different lot number without difficulty and IV was successfully placed. Other staff reported several instances of same issue with IV catheters.